Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in pacing inhibition, high capture threshold measurements, under-sensing and high impedance measurements. No intervention was performed. The patient was in stable condition throughout.